Manufacturer narrative:
The pod was received fully deployed. The pod data showed the device ran for more than 200 pulses and completed immediate boluses outside of the priming sequence. No damages or deficiencies to the needle mechanism were observed that would result in a failure of the needle mechanism. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level reached 300 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Treatment for reported issue was not provided.